Event description:
A customer reported elevated human thyroid-stimulating hormone (htsh) result on one patient sample. Repeats and dilutions of this sample were also elevated. A new sample, drawn four hours later, recovered within the normal reference range. Based on available information, the patient was administered the prescription medication, protonix.

Manufacturer narrative:
Sample one (1) was collected by emergency medical service personnel. Customer indicated that: "this is a sample related issue". The second sample was collected by the hospital staff. Customer did not report any result flags associated with this event. The lab is not questioning any other patient results or assays. Per customer, there were no qc or system check issues. A field service engineer (fse) was not dispatched, as the customer does not feel this is an instrument related issue. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.